Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Circulation pump command (cpc) was 0 percentage. Pump hours were 516.7. Stopped therapy. Disconnected pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -12.1psi, circulation pump command (cpc) was 0 percentage. Alert 41 (low internal flow) sounded. Asked nurse to send device to biomed labeled no flow. Suggested changing to another device. Nurse stated this was their 2nd device. Suggested looking for a third device. If unable to locate a third device call back with the original device to troubleshoot. No further calls. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device giving a low flow alert 02). They have already changed the pads, reconnected the pads, and made sure the reservoir was full. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.0psi, circulation pump command (cpc) was 0 percentage. Pump hours were 516.7. Stopped therapy. Disconnected pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -12.1psi, circulation pump command (cpc) was 0 percentage. Alert 41 (low internal flow) sounded. Asked nurse to send device to biomed labeled no flow. Suggested changing to another device. Nurse stated this was their 2nd device. Suggested looking for a third device. If unable to locate a third device call back with the original device to troubleshoot. No further calls.

Event description:
It was reported that the arctic sun device giving a low flow alert02). They have already changed the pads, reconnected the pads, and made sure the reservoir was full. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.0psi, circulation pump command (cpc) was 0 percentage. Pump hours were 516.7. Stopped therapy. Disconnected pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -12.1psi, circulation pump command (cpc) was 0 percentage. Alert 41 (low internal flow) sounded. Asked nurse to send device to biomed labeled no flow. Suggested changing to another device. Nurse stated this was their 2nd device. Suggested looking for a third device. If unable to locate a third device call back with the original device to troubleshoot. No further calls.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.